Manufacturer narrative:
Section d catalog number was corrected. Ischemia/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via the left femoral artery in an 84-year-old female who presented with acute myocardial infarction complicated by cardiogenic shock, scai stage d. No past medical history was provided. The patient required inotropes, vasopressors, and ventilator support. During support, the patient developed a cool left lower extremity at the impella access site, prompting removal of the impella device. It was reported that a 14 french sentrant sheath was utilized for this case, and the recommended reposition sheath was not used. The patient experienced ischemia requiring medical device removal. After a comprehensive review of the available information, the reported event is consistent with known risks associated with large-bore femoral arterial access. Additionally, handling and procedural factors, including sheath selection and technique, may have contributed to the reported complaint. The patient survived.